Manufacturer narrative:
A complete lead was returned in one piece measuring 58.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, high p-waves and loss of capture were observed. The physician attempted to reposition the lead but the helix would not retract. The physician elected to complete the procedure without an atrial lead and left the device programmed vvi. The patient was stable following.